Event description:
Device report from synthes reports an event in japan as follows: this report is being filed after the review of the following journal article: miyake t, et al. (2022), a novel technique for stabilising sacroiliac joint dislocation using spinal instrumentation: technical notes and clinical outcomes, european journal of trauma and emergency surgery, pages 1-9, https://doi.org/10.1007/s00068-021-01873-z (japan). This study aimed to describe the detailed operation technique of anterior sacroiliac stabilisation (asis) and report the clinical outcomes of this surgery. Between may 2012 and december 2020, 11 patients (5 men, 6 women, median age: 63 years) with pelvic ring fractures who underwent anterior sacroiliac stabilisation were included in the study. The unknown synthes uss ii ilio-sacral, modular system for stable fixation for sacrum and ilium was used in the first 7 cases while the unknown depuy spine expedium verse spinal system was used in the last 4 cases. The median follow-up period was 12 months (iqr: 9¿44 months). Complications were reported as follows: patient 9, an 80-year-old male patient had deep infection and was treated with lavage and debridement. This report is for the unknown depuy spine expedium verse spinal system. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown constructs: expedium verse/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.